Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that during the device replacement procedure, noise was observed on this chronic right ventricular (rv) defibrillation lead when they connected the lead to the new device. When the lead was tugged on, it easily came out of device header. The lead was reinserted and the setscrews were fully tightened. Approximately ten to fifteen seconds following defibrillation threshold testing, oversensing was noted on the rv channel and pacing was inhibited for a few seconds. The patient is pacemaker dependent. The noise resembled that which occurs when air bubbles equalize through the seal plugs at implant. The lead was checked using the pacing system analyzer and all diagnostics were within range. The lead was reconnected to the device and artifact was briefly noted again but after this everything appeared to be fine. No adverse patient effects have been reported.